Manufacturer narrative:
Cont'd from medical devices: epidural catheter; 35ml monoject syringe, therapy date (B)(6) 2018. The customer¿s report of a fentanyl pca overinfusion was confirmed. Analysis of the pcu event log shows that at 2:11 pm on (B)(6) 2018 the pca module was initially programmed to infuse a pca dose only infusion of fentanyl pcea 1500mcg in 30ml using a 35ml monoject syringe with 27.3675ml detected. The user entered 10mcg for the pca dose and 10 minutes for the lockout interval. The user started the infusion. Between 2:11 pm and 4:52 pm no doses were requested. At 4:52 pm, the user selected a 35ml monoject syringe with 27.3675ml detected and programmed an infusion of bupiv/fentanyl pcea, entering 10ml for the dose and 10 minutes for the lockout interval. The user started the infusion. At 6:38 pm, the user selected a 35ml monoject syringe with 17.9823ml detected and reprogrammed the pca module to infuse fentanyl pcea 1500mcg in 30ml, entering 10mcg for the pca dose and 10 minutes for the lockout interval. The user started the infusion. The root cause of the fentanyl pca overinfusion was user programming. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that when the patient was transferred from or to the nursing floor, the intended programming was for fentanyl 1500 mcg/30ml epidural pcea (patient controlled epidural anesthesia) with a 10mcg lockout every 10 minutes. However, it was noted that the fentanyl was programmed at 10ml every 10 minutes. There was no loading dose or basal rate ordered. At 16:51 when the infusion was initiated the syringe had 27.5ml volume; upon discovery of the error around 18:42, the syringe was noted to have 18.2ml left and 9.3ml infused. There was no report of patient harm. The customer would like to know if the pump was programmed using guardrails, if the rn selected the correct drug, and if the patient requested doses between 16:30 ¿ 19:00.